Event description:
Adverse event(s): " no pt impact" (no consequences or impact to pt). Product problem(s): "cutters do not cut" (failure to cut). A nurse reported, the cutters would not cut. There has been a total of 3 cutters that would not cut. There was no pt impact reported. Samples will be returning for eval.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).